Event description:
A malfunction occurred with the pump, indicated by a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to revert to multiple daily injections as a backup insulin therapy. Technical support confirmed the shipping address and arranged for a replacement pump. The customer was instructed to put the faulty pump into storage mode and return it using a pre-paid label within 10 days.